Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6) batch: 8285435. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6) batch: 8285435. The event of fractured lead was reported to abbott. The patient had their scs ipg replacement. The drg ipg and leads were explanted. One of the drg leads fractured and contacts remain in the epidural space. Effective therapy was restored. No additional surgery will be scheduled to remove the fractured lead in the epidural space. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an scs surgical intervention on (B)(6) 2025 (related manufacturer reference number 1627487-2025-01332), one of the drg lead was fractured but remained implanted. Additional surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.